Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a retained capsule. There was no reported patient outcome.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a retained capsule. There was no reported patient outcome.